Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit will not print a strip. Nurse reports that they have tried removing and replacing the paper. With further troubleshooting, she was also unable to get the printer to work. She was advised that the pump would need to be sent to biomed once off of the patient. There are no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Additional information has been requested regarding the evaluation and repair of the unit. When additional information is received, a supplemental report will be submitted.